Event description:
It was reported that one day after the implantable cardiac monitor was implanted, the device recorded 4 episodes of false asystole and 1 episode of noise. The patient was not symptomatic during the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.